Event description:
On (B)(6) 2014, a pharmacist contacted lifescan (B)(4) alleging that a patient¿s lifescan meter was giving false readings. The customer service representative (csr) was unable to reach the reporter or lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient¿s daughter went to her local pharmacy on (B)(6), 2014 requesting a new ultra brand meter. She claimed that her father¿s lifescan meter was giving false readings that led to the patient being hospitalized. The pharmacist contacted lfs to report the issue. The reporter did not know the exact name/brand of the subject meter, could not provide the reading or whether the reading was too high or too low. It is not known how the patient manages his diabetes and what, if any symptoms developed. It is not known what range the patient considers to be normal. The patient reportedly was hospitalized on an unspecified date/time and the form of treatment received is not known. The csr was unable to troubleshoot at the time of the initial call since the patient¿s daughter was no longer at the pharmacy, and the pharmacist did not have the subject meter available. A replacement ultra meter was sent to the attention of the pharmacist. This complaint is being reported based on the indication that the reporter claims the subject meter gave inaccurate results and the patient was hospitalized and received unknown treatment by an hcp. Due to the limited details provided, the subject meter could not be ruled out as a cause or contributor to the event.